Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was not working properly due to the device being bent. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On december 12, 2017, it was reported that the unit was not working properly. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device needed annual maintenance and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on january 8, 2018 revealed that the comb and shoulder bolts were damaged. The calibration and test mesh could not be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 8, 2018 which included replacement of the damaged comb and damaged shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that the comb and shoulder bolts were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the damaged comb and damaged shoulder bolts. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.